Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient's cardiac resynchronization therapy defibrillator (crt-d) was alarming every morning, and the patient occasionally felt chest tightness and discomfort. A device check was performed and it was determined that the right atrial (ra) lead impedance was low. The physician suspected that the ra lead was "worn out". The lead was reprogrammed and the ra lead remains in use. The crt-d remains in use. No further patient complications have been reported as a result of this event.